Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and noise. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information received reported that the right atrial (ra) lead noise was intermittently oversensed prior to lead revision. The cause of the ra noise and elevated pacing thresholds was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and noise. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.